Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an optiflux 160nre dialyzer, and the serious adverse events of blood loss (volume not provided) and hospitalization, as the patient was actively undergoing treatment when the events occurred. Limited information precluded a more comprehensive investigation. The optiflux 160nre dialyzer instructions for use state, all connections must be secure prior to initiating hd therapy to prevent blood leaks¿however overtightening can lead to cracks. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. Furthermore, it should be noted a hd system may not alarm in every blood loss situation. Based on the totality of the information available, the optiflux 160nre dialyzer cannot be excluded from having a probable causal or contributory role in the patient¿s blood loss and subsequent hospitalization. If the optiflux 160nre dialyzer is returned, a manufacturer evaluation may disassociate the dialyzer from having caused the serious adverse events. However, without a product evaluation, hospital records, discharge summary, and/or treatment records, this clinical investigation cannot disassociate the product from the serious adverse events.

Event description:
A registered nurse (rn) contacted customer service support reporting the patient had a blood leak during hemodialysis (hd) treatment and had to go to the hospital. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse (rn) contacted customer service support reporting the patient had a blood leak during hemodialysis (hd) treatment and had to go to the hospital. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, hospital records) have thus far proven unsuccessful.